Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2008 due to symptomatic pelvic relaxation with rectocele, urinary stress incontinence secondary to urethrovesical displacement. It was reported that following insertion the patient experienced pain, erosion, extrusion, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was also reported that patient underwent excision of posterior vaginal mesh on (B)(6) 2008 due to extrusion of posterior mesh from previous posterior repair; and underwent a transvaginal resection of apogee mesh on (B)(6) 2009 due to pelvic and vaginal pain. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and apogee were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced mesh tenderness and hematuria. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy with mesh, diagnostic proctoscopy, diagnostic cystoscopy and perineorrhaphy. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urgency and frequency.